Manufacturer narrative:
The sureform 30 white reload has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted appendectomy procedure, a fragment broke off a sureform 30 white reload 30 and fell inside the patient. The fragment was retrieved during the same surgical procedure. The customer used another sureform 30 white reload with no issues. The procedure was completed. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.